Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead and device presented to the emergency room with complaint of lightheadedness and dizziness. The patient's heart rate was noted to be in the 30 beats per minute (bpm) range. High rv threshold measurements and intermittent capture was observed. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.